Event description:
It was reported during clinical assessment fluid leaking from central line insertion site. This even involved a tl catheter in the groin. No other information was provided.

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.